Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The lead remained implanted and is connected to the left ventricle port as a backup. The patient was stable.